Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed a microintroducer with buckling and some plastic deformation on the distal end of the ptfe sheath. Evidence of use as well as biological residue was observed on the sample in the returned photograph. Although damage was observed on the distal end of the sheath, no details or distinguishing features of the damage can be discerned from the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the dilators in the 3fr PICC kits are very flimsy and difficult to feed through tissue. The dark material of the outer dilator often "crinkles" up or a small piece on the top will start to peel back, creating a kind of hang nail as you're trying to feed it into the vessel, and typically unable to successfully place the dilator. Today, as I was trying to place a 3fr PICC on a 13 month old. I initially tried separating the inner and outer dilator and feeding the inner dilator through first, allowing the vessel some time to stretch and relax. I also made a very small superficial dermatotomy to decrease resistance on the outer dilator but none of those tricks made the difference and the plastic on the end curled back anyway. I ended up having to use a dilator from a 4.5fr micro kit." This file addresses the 13 month old patient.

Event description:
It was reported the dilators in the 3fr PICC kits are very flimsy and difficult to feed through tissue. The dark material of the outer dilator often "crinkles" up or a small piece on the top will start to peel back, creating a kind of hang nail as you're trying to feed it into the vessel, and typically unable to successfully place the dilator. Today, as I was trying to place a 3fr PICC on a 13 month old. I initially tried separating the inner and outer dilator and feeding the inner dilator through first, allowing the vessel some time to stretch and relax. I also made a very small superficial dermatotomy to decrease resistance on the outer dilator but none of those tricks made the difference and the plastic on the end curled back anyway. I ended up having to use a dilator from a 4.5fr micro kit." This file addresses the 13 month old patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.